Manufacturer narrative:
(B)(4). Concomitant medical products: 51-104110 ¿ taperloc stem ¿ 2138576. 650-1064 ¿ ceramic taper sleeve ¿ 818250. 650-1057 ¿ ceramic head ¿ 171090. Unknown cup ¿ unknown part and lot. Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-09829, 0001825034-2018-09831, 0001825034-2018-09832, 0001825034-2018-09835.

Event description:
It was reported patient underwent a right hip revision approximately 1 year post implantation. During the surgery, patient lost 1550ml of blood and received 1 unit of packed red blood cells. Attempts have been made and additional information on the reported event is unavailable at this time.